Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A bent sensor tip was reported with the adc device, and the customer was, therefore, unable to apply the device and monitor glucose levels. As a result, the customer experienced feeling lightheadedness and self-presented at the hospital. A reading of 400 mg/ dl was obtained on an hcp meter. The hcp provided an unspecified treatment to stabilize the glucose, and was observed for a few hours. No further treatment was reported. There was no report of death or permanent injury associated with this event.